Event description:
Consumer reports multiple e-3 error messages and as well as very inaccurate reading. Comparing results to other meter (competitive) analysis run on clark error grid using competitive readings (200) as ref. Point vs. Bd readings 50, 60 yielded data points in the e range of the grid, outside acceptable limits.